Manufacturer narrative:
D10 concomitant products: unvca12stf, unvca12stf universal 12 stdfix cannula (lot#j3h2637y) unvca12stf, unvca12stf universal 12 stdfix cannula (lot#j3h2637y) unvca12stf, unvca12stf universal 12 stdfix cannula (lot#j3h2637y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the surgeon passed the instrument through the trocar, the obturator broke and the begins to leak, the device also made a strange noise. All four devices used had the same malfunction. The surgical time was extended 30 minutes or more due to the product problem. Another device was used to resolve the issue.